Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert on (B)(4)-2011 17:26:17. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2011 17:26:17. Ten - ventricular nst <=210 ms between (B)(4)-2011 14:14:57 and (B)(4)-2011 22:29:08.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. The lead integrity alert (lia) triggered, and the atrial and ventricular leads exhibited oversensing and noise with a mirror image electrogram (egm). It was thought that the cause of the noise was the leads moving in opposite direction relative to each other. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that during a routine device upgrade procedure, the physician noted possible right atrial lead dysfunction - although there were no anomalies during pre-operative analysis - and elected to explant and replace the lead as the rest of the system was being removed because of lead adhesion.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a breach due to a depression on the outer insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.